Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coil in left tube had migrated / one coil found logged within tissue / other coil is misplaced"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included twin pregnancy and vaginal delivery. Concomitant products included ascorbic acid (vitamin c), ibuprofen and salbutamol (albuterol). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mild cramps in my lower abdomen"), headache ("constant headaches"), nausea ("nausea"), amenorrhoea ("several months went by before I was able to have a menstrual cycle"), menorrhagia ("final had a cycle but bled heavy for a couple of months"), menstruation irregular ("abnormal irregular menstrual cycle"), dysmenorrhoea ("severe abnormal menstrual pain"), pain ("body aches"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge and / or infection"), vaginal infection ("vaginal discharge and / or infection"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating:bloating"), alopecia ("hair loss") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removed ). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, headache, nausea, amenorrhoea, menorrhagia, menstruation irregular, dysmenorrhoea, pain, pelvic pain, back pain, abdominal pain, dyspareunia, vaginal discharge, vaginal infection, fatigue, abdominal distension, alopecia and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, nausea, pain, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: as per pfs : discrepancy noted in essure insertin date: (B)(6) 2014. As per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results: on unknown date essure confirmation test done: results: total bilateral occlusion. (Per pfs) quality-safety evaluation of ptc: initial assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events bloating, depression & hair loss are added. Lab data updated. Product, patient & reporter information updated. Essure removal captured as no. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2071, awareness date 01-nov-2015). Additional information was received on 06-nov-2015 from consumer via health authority (mw5057313). This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coil in left tube had migrated / one coil found logged within tissue / other coil is misplaced"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included twin pregnancy and vaginal delivery. Concomitant products included salbutamol (albuterol), ibuprofen and ascorbic acid (vitamin c). On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mild cramps in my lower abdomen"), headache ("constant headaches"), nausea ("nausea"), amenorrhoea ("several months went by before I was able to have a menstrual cycle"), menorrhagia ("final had a cycle but bled heavy for a couple of months"), menstruation irregular ("abnormal irregular menstrual cycle"), dysmenorrhoea ("severe abnormal menstrual pain"), pain ("body aches"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge and / or infection"), vaginal infection ("vaginal discharge and / or infection") and fatigue ("fatigue"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, headache, nausea, amenorrhoea, menorrhagia, menstruation irregular, dysmenorrhoea, pain, pelvic pain, back pain, abdominal pain, dyspareunia, vaginal discharge, vaginal infection and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, headache, nausea, amenorrhoea, menorrhagia, menstruation irregular, dysmenorrhoea, pain, pelvic pain, back pain, abdominal pain, dyspareunia, vaginal discharge, vaginal infection and fatigue to be related to essure. Quality-safety evaluation of ptc: initial assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: essure implanted on (B)(6) 2014 (not (B)(6) 2014) for permanent contraception, removed on (B)(6) 2016, event essure dislocation amended with "coil in left tube had migrated", plaintiff reporting to hcp she experienced these complications (pregnancy not mentioned, but newly reported): excessive bleeding, severe pelvic pain, back pain, abdominal pain, dyspareunia, vaginal discharge and / or infection, and fatigue, all considered related to essure. Company causality comment: this non-medically confirmed spontaneous case report was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, had coil in left tube had migrated / one coil found logged within tissue/ other coil is misplaced, got pregnant and experienced excessive bleeding (seen as genital bleeding). Essure was removed. Upon receipt of follow-up information, this case became legal. These events were considered serious as medically significant and are anticipated according to reference safety information for essure. Due to the nature of events, these events were considered related to essure. This case was regarded as incident because device removal was required. An updated product technical analysis is expected. Further information will be obtained through the litigation process.